Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker system developed a pocket hematoma shortly after implant. Subsequently, surgical intervention was performed to revise the pocket (the pacemaker was placed in a tyrex pocket), and the product remains in service. No changes were made to the associated leads. No additional adverse patient effects were reported.